Event description:
During hysteroscopic visualization in preparation for an adiana procedure, "an indentation" was seen in the fundus of the uterus following dilation of the cervix. Adiana matrix placement was successfully completed in the right fallopian tube. During attempted placement of the matrix in the left tube, the anesthesiologist noted a fluid deficit of 1200cc. The physician could not visualize a perforation via hysteroscope but abandoned the procedure due to the fluid deficit and the fact that the pt's "o2 stats [oxygen saturation] became critical". The pt was short of breath (sob) and required respiratory support which included a laryngeal mask airway (lma) and bvm resuscitator (ambu bag). Additionally, she experienced abdominal fullness and pain. She remained in the physician's office for 2 to 3 hours during which time she was given lasix (furosemide) 30 mg, intravenously. After this recovery period the pt was stable and was discharged home. On (B)(6)2010, it was reported that the pt is doing fine.

Manufacturer narrative:
Serial number of the radio frequency generator not provided by the complainant. Device history record (DHR) review was conducted for the identified lot number and serial number of the adiana disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. Based on the info obtained to date, no direct correlation can be made between the reported event and the adiana system. (B)(4).